Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, firmware was updating during patient case. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to pending windows server update services patches. A technical support specialist contacted the customer to confirm station availability and obtained permission to proceed after hours. The specialist verified the wsus schedule from the remote smart services (rss) page, applied the missing patches by forcing the update, and performed a reboot on device ja5n420-a. The update was successful, and the customer acknowledged the resolution and approved case closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, firmware was updating during patient case. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.